Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. New information added to the following fields: h6. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over seven (7) years since the subject device was manufactured. Based on the investigation results, the root cause could not be identified; however, it is likely that the blinking issue with the spare lamp was due to a failure in the spare lamp, and there was also an observed failure in the power supply unit. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus, the visera elite xenon light source had an emergency lamp indicator that was blinking. The issue occurred during preparation for use for a diagnostic procedure. There were no reports of patient injury or medical intervention associated with this event.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's reported issue was confirmed due to when the emergency lamp was faulty or was not receiving efficient amount of power from the main board and converter. Additional findings include the following: faulty converter and faulty mainboard. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.